Manufacturer narrative:
No equipment was returned for investigation.

Event description:
Patient was treated approximately 2006. She claims to have minor soft tissue depressions on bilateral cheeks. Patient received restylane injections. Patient has not contact the doctor since her injections.